Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula crimped event on (B)(6) 2025. The insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was 400 mg/dl. No further information available.